Event description:
It was reported that non-sustained rv oversensing (nsrvo) due to post-paced t-wave oversensing was observed. The device was post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Programming changes recommended were later made on 09 nov 2022. The patient was stable.